Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information. The following sections of this report have been corrected/updated: h1 (type of reportable event) and h6 (health effect - impact code, health effect - clinical code). This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report no: 2015691-2023-15476 for details of the other event. Additional information was provided indicating the patient had passed away approximately two days post transcatheter aortic valve replacement (tavr) procedure due to multiple strokes. Further assessment determined the stroke may have been caused by blood loss due to the need for an additional surgery to remove the delivery system with valve during the tavr procedure. The investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted to include additional information provided. A voluntary medwatch report was submitted for this case. The report number is mw5122987. Additional information was received clarifying the second valve was implanted under open intervention and cardiopulmonary bypass with replacement of a segment of the ascending aorta due to severe calcification and localized dissection.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (device code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery of the device and patient's anatomy were provided for evaluation. Review of the device imagery revealed a retrieved delivery system that appeared to be cut off at the distal guidewire lumen with inflation balloon remaining but separated at the I/c bond. This is suggestive of high alignment forces. Additionally, the outflow transcatheter heart valve (thv) struts appeared distorted. A review of the patient anatomy imagery revealed there was tortuosity present in the right subclavian access vessel. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the events. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for valve alignment difficulty during fine adjustment, commander delivery system balloon torn and inability to withdraw the commander delivery system with valve through the esheath+ were confirmed based on the provided imagery. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary written by edwards lifesciences has been documented for root cause analysis associated with difficulties that occur while aligning the transcatheter heart valve (thv) onto the inflation balloon when using an edwards commander delivery system. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why tension build up in the system due to valve alignment difficulty can potentially lead to a series of secondary failures such as torn balloon and withdrawal difficulty. As reported, "it was noted that valve alignment was not performed in a straight section of the anatomy. At the end of fine alignment, a "pop" sound was heard," "upon inflation attempt, it was noted on fluoroscopy that contrast was leaking towards the valve area and no inflation occurred. It was determined that the balloon had "rupture." A decision was made to withdraw the delivery system with crimped valve through the esheath+ but this was unsuccessful. It was noted on fluoroscopy that a strut from the inflow side of the valve was protruding from the rest of the crimped valve. A decision was then made to pull the valve back through the right subclavian while exposed from the esheath+, but this was also unsuccessful. The operators then decided to cut the hub off the delivery system to remove the pusher assembly." If valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip. If the thv was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially led to valve alignment difficulties. Additionally, high alignment forces could also cause the crimp balloon to tear, creating a leak channel and/or preventing the system from being inflated during thv deployment. In this case, a combination of the patient's anatomical characteristics and altered balloon profile likely accounts for the reported withdrawal difficulty. Review of the imagery confirmed presence of tortuous access vessels, which can render sub-optimal angles during delivery system withdrawal, leading to non-coaxial alignment. Such non-coaxiality could have caused the crimped thv to negatively interact and/or catch on the sheath tip during withdrawal attempts, preventing system retrieval back into the sheath. Review of the imagery also revealed bunching on the distal inflation balloon as well as flared out proximal balloon wings, which could impede the system from re-entering the sheath. In this case, review of the available information suggests that patient factors (tortuosity) and/or procedural factors (valve alignment in non-straight section) contributed to the valve alignment difficulty. In regards to the torn balloon, patient factors (tortuosity) and/or procedural factors (valve alignment in non-straight section and high alignment forces) were likely the contributing factors. In regards to the withdrawal difficulty, available information suggests that patient factors (tortuosity) and/or procedural factors (non-coaxial withdrawal angles, withdrawal of altered profile and withdrawal of crimped valve) likely contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous corrective and preventive action (CAPA) was initiated for this type of event. Additionally, a previous product risk assessment (pra) was performed for this type of event. Further assessment revealed the control limits have not been exceeded. Therefore, no corrective or preventative actions are required at this time.

Event description:
As reported by the field specialist, during the transcatheter aortic valve replacement (tavr) procedure of a 26 mm sapien 3 ultra valve inside a pre-existing surgical valve via right subclavian approach, there was tension experienced during advancement of the commander delivery system with crimped valve through the 14fr esheath+. Tension was noted halfway through the sheath shaft. Once the delivery system with crimped valve was advanced through the esheath+, valve alignment was performed. It was noted that valve alignment was not performed in a straight section of the anatomy. At the end of fine alignment, a "pop" sound was heard. The procedure proceeded and the valve was advanced across the surgical valve without difficulty. Upon inflation attempt, it was noted on fluoroscopy that contrast was leaking towards the valve area and no inflation occurred. It was determined that the balloon had "rupture". A decision was made to withdraw the delivery system with crimped valve through the esheath+ but this was unsuccessful. It was noted on fluoroscopy that a strut from the inflow side of the valve was protruding from the rest of the crimped valve. A decision was then made to pull the valve back through the right subclavian while exposed from the esheath+, but this was also unsuccessful. The operators then decided to cut the hub off the delivery system to remove the pusher assembly. This was successful, but due to the balloon issue, the blue portion of the delivery system had become separated from the balloon and came out with the pusher. The inner portion of the delivery system was still intact and attached to the valve and balloon. A non-edwards sheath was then advanced over the inner portion of the delivery system and the valve was recaptured. The system was able to be withdrawn to the subclavian graft and artery, but the valve was "too mangled" to be advanced into the sheath. A second valve and delivery system was prepped. An open-heart surgery was then performed to implant the second valve via direct visualization and bypass. Prior to implantation of the second valve, the first system was surgically removed. The second valve was then successfully implanted. The patient was sent to the intensive care unit (ICU) in stable condition.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing. H3 other text: device was discarded.